Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an emergency endovascular treatment for impending rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient¿s aorta was highly angulated; therefore, a pull-through technique was used (a guidewire went from the left brachial artery through the left femoral artery). However, the delivery catheter scratched the aortic wall or the shape of the aneurysm sac was changed, resulting the aneurysm rupture. Although blood pressure was stable before the procedure, it decreased to 30s temporarily. The ipsilateral leg was deployed and two contralateral legs (plc231400j, plc231200j) were added in the ipsilateral (left) side. In the contralateral (right) side, two contralateral legs (plc141400j, plc181400j) were implanted. However, blood pressure did not improve. An aortic extender (pla360400j) was implanted in the proximal neck and a contralateral leg (plc271000j) was additionally implanted in the connected site of the plc231400j and plc231200j. Type ib endoleak was also suspected; thus, a contralateral leg (plc121400j) was additionally implanted in the right side and the treatment area was extended to the external iliac artery. When the implantation was completed, blood pressure was 90s and stable; however, it began to decrease again after hemostasis. The patient died in the intensive care unit on the same day. Reportedly, the aneurysm rupture which occurred during the procedure contributed to the patient¿s death.

Manufacturer narrative:
Added g3/g4, h1/h2, h6: component code.